Event description:
The customer reported she was treated by the paramedics for low blood glucose levels. The customer stated that the insulin squirted out of the pump and numbers did not ramp up on the screen.

Manufacturer narrative:
Analysis confirmed this unit was unable to prime due to cracked end cap. Moisture damage was found on the mother board and unable to perform the seat/rewind, basic occlusion, and occlusion test due to a prime anomaly.